Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause appears to be stress-related, such as damage or deterioration of components. The most likely cause of this issue is an expected or random component failure, with no indication of any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the light guide lens on the videoscope was broken. No patients were involved.